Event description:
It was reported that the health care professional (hcp) had concerns of loss of capture (loc) on this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) reviewed the stored data and noted atrial tachy response (atr) episodes were capture appeared consistent in portions of the electrogram (egm) but could not be entirely confirmed. Ts recommended to perform further testing on the right ventricular (rv) and left ventricular (lv) channel prior to the upcoming generator replacement to confirm capture on both leads. No adverse patient effects were reported. This crt-p remains in service.